Event description:
It was reported that standard screening was performed prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, and both the primary and secondary vectors passed, with an in-range impedance of 90 ohms. Defibrillation threshold testing was performed, and the ventricular arrhythmia was properly induced and then sensed by the device. However, a 65 joule shock was delivered by the device, which was unable to convert the arrhythmia. A 80 j reverse polarity shock was then delivered, but the non-conversion persisted. Two 200 j shocks were delivered via external defibrillation, in addition to a 80 j shock by the device and another 200 j biphasic shock was delivered manually, but the arrhythmia was still unable to be converted. The physician performed cardiopulmonary resuscitation (CPR) and manually delivered another 200 j shock which successfully terminated the arrhythmia. The physician then attempted to perform another commanded shock test, which again was appropriately sensed by the device but was unable to be converted, despite multiple shock attempts. A final 200 j external shock was delivered to convert the patient back to a normal sinus rhythm. All shock impedances during testing were within range (around 80 ohms). Additionally, x-ray imaging was taken which confirmed appropriate system placement. Regardless, the physician elected to surgically explant the system and a replacement system will be implanted at a later date to resolve the event. No additional adverse patient effects were reported. This s-ICD system is expected to be returned for analysis.